Event description:
It was reported the geometry of the la toward la was created by a soundstar catheter. The merge was performed. After that merge was revised, voltage map was created by a pentaray catheter. The point information was acquired by the smart touch catheter and merge was revised. Gap was predicted by voltage map and the ablation was conducted at 20-30w for 30 seconds to the gap site point by point with the smart touch catheter. Then the lasso catheter was inserted and the ablation was conducted under checking the electrical potentials. After, planned pacing was conducted from the lasso catheter to confirm if the pulmonary was successfully isolated. As isoproterenol was administered and stimulated, a-fib and at occurred. The blood pressure became 85. The physician diagnosed it was influence of a-fib or at. Lat map was created by pentaray catheter. The ablation was conducted with 20-30w/30 seconds each for roof mitral line, which was not terminated. The blood pressure was lower (about 80). The physician diagnosed a cardiac tamponade when checking by soundstar catheter. Cardiac drainage was performed. After that, blood pressure was stable and the patient was with follow up. The physician commented that he conducted the contact of the smart touch catheter strongly when ablating at mitral line, which may have caused this event. The mobicath steerable sheath was used as part of this procedure. Patient and lot information are unavailable.